Event description:
A physio-control field service representative was evaluation the device as part of a contract repair/evaluation, when he noticed that the quik-combo therapy cable was physically damaged. It was observed that there was a broken pin on the cable; however, the device itself was not damaged. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and replaced the therapy cable assembly. A performance inspection procedure was also completed. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a broken off low voltage pin in the therapy connector.